Manufacturer narrative:
H3 and h6 codes: updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed a ¿no disposable¿ alarm during infusion of 5-fluorouracil (5-fu), resulting in underdelivery of therapy. The patient attempted troubleshooting multiple times, including removing and reseating the cassette and addressing observed air bubbles; however, the alarm persisted and the pump was powered off pending clinic follow-up. The event occurred during patient use at home and there was no patient harm.